Event description:
It was reported that the customer experienced low blood glucose levels. Advised customer on the proper use for delivering boluses. The customer explained that he had taken sleeping medication and did not eat, which both contributed to his low blood glucose. The customer stated that he woke up with a blood glucose of 47 mg/dl. The customer declined troubleshooting for his low blood glucose. Discussed the sensor feature with the customer as well as the meaning of alarms and other settings on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.